Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. On (B)(6) 2016, the rv pacing impedance rose to 1840 ohms and then to 16382 on (B)(6) 2016 up from a trend in the 456-640 ohm range. Analysis of the device memory indicated oversensing associated with the rv lead. On (B)(6) 2016, there was evidence of physiological oversensing of double r-wave.

Event description:
It was reported that there was a confirmed right ventricular (rv) lead fracture. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, and analyzed. Analysis found the interior svc (superior vena cava) defibrillation cable developed a fracture due to flexing while in vivo.